Manufacturer narrative:
(B)(4) user facility listed in initial reporter.

Event description:
According to the reporter, the device was fired but then locked on the tissue. The tissue had to be cut in order to remove the device. This caused a delay in surgery. The patient is now fine. Buttress material was used in the case.